Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope had a faulty power switch, and the power switch was outdated. A definitive root cause could not be identified. Based on the results of the investigation: a definitive root cause could not be identified for the issue where the power button was stuck and would not pop out, preventing the device from powering on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the power button was stuck and won't pop out and wont power on either. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.